Manufacturer narrative:
The insulin pump received rf pic failed self test alarm during self test due to faulty y1.

Event description:
The customer's husband reported via phone call that the insulin pump had rf pic failed self test alarm. The customer¿s blood glucose was unknown at the time of incident. Customer reports they were able to clear the alarm and able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.